Event description:
The report states the hemolok was broken prior to using it on the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one empty package and one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Two hook and three pierced boss clip halves were discovered within the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clips were broken in half at the hinge. No clear evidence of use in the form of biological material was observed on the returned sample. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m2100244 investigation did not show issues related to the complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clips were broken at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. Five broken clip halves were returned, and all were broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states the hemolok was broken prior to using it on the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the picture that was submitted, it was confirmed the defect reported by the customer "broken parts - clip - info not provided". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 126 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot # 73h2200107, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m2100244 was manufactured on 12/13/2021 a total of (B)(4) pieces. Lot was released on 01/11/2022. DHR investigation did not show issues related to complaint. In summary, failure mode "broken parts - clip - info not provided" could be confirmed with picture that was submitted. By the customer. However , it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
The report states the hemolok was broken prior to using it on the patient.